Event description:
It was reported that pump housing and charging port on t:slim x2 device appeared damaged, and pump did not connect properly to charging cord even after trying different cords because charging port seemed too loose. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.